Manufacturer narrative:
Additional information has been received regarding the product serial number which was not included in the initial report. So, the product serial number has been updated in section d4. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 28-nov-2024 of the daily total collection start time, the daily total of basal insulin delivered = 458250 (45.825 u) and daily total of bolusi nsulin delivered = 83000 (8.3 u) which is equal to the daily total of all insulin delivered = 541250 (54.125 u). Perform the history review 1 week prior to the event date 28-nov-2024 in the pump history file and found a low battery alert (104) on (B)(6) 2024 23:58:00.000, and lost sensor alerts on (B)(6) 2024. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 4:03:58 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on (B)(6) 2024 23:58:00 after more than 7 days at 25.16 days. Battery cycle 2 received the low battery alert (104) on (B)(6) 2024 20:41:00 after more than 7 days at 23.6 days. Battery cycle 3 received the low battery alert (104) on (B)(6) 2024 20:44:00 after more than 7 days at 25.18 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Low battery alert not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. Power problem-charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported blood glucose value of 529 mg/dl. The customer reported hyperglycemia was treated with insulin pump and later hospitalization. The event involved product(s) mmt-1882. Troubleshooting was performed. Issue was not resolved. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No further patient complications were reported. The customer will continue use of the device. Product return required for mmt-1882. It is unknown whether product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.